Event description:
It was reported that when the blue vent tube connects to the clear suction portion of the nasogastric tube, it leaks. Not at the top, where they place the reflux valve, but at the actual connection of the two tubes. They recently had a lady with one after abdominal surgery. The placement was in the correct area of the stomach. They kept the vent portion up right, and they had to wrap bath towels around that area of the tube due to the large amount of leakage. The patient was on continuous suction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿inadequate material selection during design phase ¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when the blue vent tube connects to the clear suction portion of the nasogastric tube, it leaks. Not at the top, where they place the reflux valve, but at the actual connection of the two tubes. They recently had a lady with one after abdominal surgery. The placement was in the correct area of the stomach. They kept the vent portion up right, and they had to wrap bath towels around that area of the tube due to the large amount of leakage. The patient was on continuous suction.